Event description:
Pt suffered hypoglycemic shock. Type 1a glycogen, which caused a seizure resulting in death. The police detective observed that the pump bag was full, the tubing was dry, and the display showed a charged battery.